Event description:
Physio-control provides customers with loaners if necessary when performing maintenance or repairs. Physio-control was performing functional and performance testing of a loaner prior to releasing it to a customer. According to the reporter, the device powered off by itself and would not stay powered up. There was no patient involved with the incident.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.